Event description:
During initial testing at the MFR facility, the device did not have an audible alarm tone on the low volume setting.

Manufacturer narrative:
The device was received. Investigation is not complete. The no audible alarm tone event that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.